Event description:
Follow-up identified surgical intervention was undertaken at an unknown date during which time the lead was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (italy) scs lead has eroded through the skin. Surgical intervention may be undertaken as the next course of action to address the issue.